Event description:
It was reported that the twist clamp of a minicap transfer set ¿fell apart.¿ the reporter stated that this occurred as the home patient (hp) was being set up for therapy. The plastic white twist sleeve was reported to appear eroded and to have fallen apart at the point of the twist clamp. The reporter stated ¿the patient had not yet started peritoneal dialysis. The patient was not doing any exchanges; they were only doing maintenance peritoneal dialysis of a weekly catheter flush.¿ it was further reported that the nurse had only hand twisted the transfer set open and closed, and that there was no difficulty experienced previously when opening or closing the twist clamp before the damage. It was reported that the transfer set was initially placed on the hp in (B)(6) 2014. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual and microscopic inspection identified damage to the transfer set; the silicone tubing was separated/torn approximately a half an inch from the start of the occlude feet. The edges of the cut/tear were jagged. The functional testing could not be performed due to the condition of the sample. The reported issue was verified through the sample evaluation and the cause was determined to be the damaged tubing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.